Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was elevated due to the non-tandem infusion set falling off and not being attached to the customer. Reportedly, the customer's bg level was "high", however, bg values were not provided. The infusion set brand and manufacture was not provided. The customer declined to provide additional information regarding the event.